Manufacturer narrative:
Additional medwatch information provided.

Event description:
Per information from the customer when the biomed received the pump it was unknown there was a patient event. There was a work order and the biomed ended up replacing the bezel assembly. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "alaris infusion pump 8100 model failure resulting in free flow of pitocin infusion during the investigation, the pump module was found to be defective as described in recall notification from bd on april 15, 2019 FDA safety report ID # (B)(4)."

Manufacturer narrative:
Correction: b5.

Event description:
It was reported from labor and delivery that a patient in labor received an over-infusion of pitocin which lead to deceleration of the fetal heart rate. The pump had allowed the pitocin to flow freely in the 'on' mode, despite being programmed. The rn intervened by removing the pitocin and giving of a dose of terbutaline to decrease the patient¿s contractions. The patient and the fetus stabilized and pitocin was then started again later without any reported complications. Per information from the customer, when biomed received the pump it was not known that there was a patient event. There was a work order and biomed ended up replacing the bezel assembly. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "alaris infusion pump 8100 model failure resulting in free flow of pitocin infusion during the investigation, the pump module was found to be defective as described in recall notification from bd on april 15, 2019 FDA safety report ID # (B)(4)."

Event description:
It was reported from labor and delivery that a patient in labor received an over-infusion of pitocin which lead to deceleration of the fetal heart rate. The pump had allowed the pitocin to flow freely in the 'on' mode, despite being programmed. The rn intervened by removing the pitocin and giving of a dose of terbutaline to decrease the patient¿s contractions. The patient and the fetus stabilized and pitocin was then started again later without any reported complications. The fetus was also affected by this event, see file pr (B)(4) and manufacturer report number: 2016493-2020-00427 per information from the customer, when biomed received the pump it was not known that there was a patient event. There was a work order and biomed ended up replacing the bezel assembly. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "alaris infusion pump 8100 model failure resulting in free flow of pitocin infusion during the investigation, the pump module was found to be defective as described in recall notification from bd on april 15, 2019 FDA safety report ID # (B)(4)."

Manufacturer narrative:
Additional information provided: b.5 & g.3.

Manufacturer narrative:
Age or date of birth: infant. No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that an over infusion event occurred in the labor and delivery unit. The patient received more (pitocin), which lead to deceleration of the baby¿s heart rate. It was corrected with removal of the medication and administration of a dose of (terbutaline) to decrease contractions. The pump allowed medication to flow freely in the 'on' mode despite programming. The patient was stabilized and was able to start (pitocin) later. The rn was able to catch this in time to prevent any harm to the baby. Although, it was reported that patient care was delayed it did not contribute to, or result in serious adverse impact to patient.